Event description:
It was reported that the insulin pump was returned due to safety notice scroll wrap feature. No further information provided.

Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.